Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached/ missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient said that he inserted a sensor in his arm and had to remove it early because it was not sitting flat on his skin. Then after a few days, he noticed that his left arm was swollen. He went to the hospital by himself to have it checked. The doctor gave him anesthetic cream and the doctor cut a small hole on his skin and used a tweezer to pull out the sensor wire. The doctor applied an anti bacterial cream and put a big band aid on his arm and the patient went home on the same day right after the procedure. At the time of the report, the patient was perfectly fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.